Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank connection was reset and the filament calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a ma error message during a case. No pt injury was reported.